Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent lap low anterior resection. It was alleged during the procedure the stapler jammed, the jaws of the device locked on tissue and could not be removed. The surgeon had to forcibly remove the stapling device from the rectum and hand sew was performed to resolve the issue. The surgical time was extended 30 minutes or more due to the problem. Post operatively, the patient experienced urethral pain, air in vaginal canal, acute lower abdominal pain, drainage from vaginal canal, air in urine, blood and stool particles vaginal canal, mild ecchymosis, diffuse lower femoral tenderness, acute abdominal pain, elevated b without hypertension, abscess, purulent fluid, perforation, colostomy equipment malfunction, persistent fistula, flatus, passing mucus and remnant stool from vagina, distress, irritation, inflammation, low urine output, difficulty closing anastomosis through rectum, morganella morganii, foreign body giant cell reaction, dense fibrosis, focal endometriosis, focal chronic inflammation, recurrence of breast cancer, radiation induced acute skin and fatigue side effects, tubular adenoma with erosion, nausea, vomiting, kidney injury, electrolute abnormalities, dehydration, diarrhea, and occasional urgency and incontinence of bowel movements. Patient treatment included IV fluids, jackson-pratt drain and ostomy appliance, 19-french blake drain, ureteral stens x2, hospitalization, antibiotics, revision of anastomosis, repair of rectovaginal fistula and diverting loop ileostomy, digital rectal exam, anastomosis reinforced, colonoscopy, repair of colovaginal fistula, redo of low anterior resection with takedown of rectovaginal fistula, closure of rectovaginal fistula, total abdominal hysterectomy, bilateral salpingo-oophorectomy, bilateral ureteral lysis, additional surgical implants, closure of ileostomy, radiation treatment, up to six imodium daily, flexible sigmoidoscopy, CT intravenous pyelogram.

Manufacturer narrative:
Concomitant medical products: egia60amt egia 60 artic med thick sulu- unknown lot number, egiaustnd endogia ultra univ std stap - unknown lot number. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, the patient underwent lap low anterior resection. It was alleged during the procedure the stapler jammed, the jaws of the device locked on tissue and could not be removed. The surgeon had to forcibly remove the stapling device from the rectum and hand sew was performed to resolve the issue. The surgical time was extended 30 minutes or more due to the problem. Post operatively, the patient experienced urethral pain, air in vaginal canal, acute lower abdominal pain, drainage from vaginal canal, air in urine, blood and stool particles vaginal canal, mild ecchymosis, diffuse lower femoral tenderness, acute abdominal pain, elevated b without hypertension, abscess, purulent fluid, perforation, colostomy equipment malfunction, persistent fistula, flatus, passing mucus and remnant stool from vagina, distress, irritation, inflammation, low urine output, difficulty closing anastomosis through rectum, morganella morganii, foreign body giant cell reaction, dense fibrosis, focal endometriosis, focal chronic inflammation, recurrence of breast cancer, radiation induced acute skin and fatigue side effects, tubular adenoma with erosion, nausea, vomiting, kidney injury, electrolute abnormalities, dehydration, diarrhea. Patient treatment included IV fluids, jackson-pratt drain and ostomy appliance, 19-french blake drain, ureteral stens x2, hospitalization, antibiotics, revision of anastomosis, repair of rectovaginal fistula and diverting loop ileostomy, digital rectal exam, anastomosis reinforced, colonoscopy, repair of colovaginal fistula, redo of low anterior resection with takedown of rectovaginal fistula, closure of rectovaginal fistula, total abdominal hysterectomy, bilateral salpingo-oophorectomy, bilateral ureteral lysis, additional surgical implants, closure of ileostomy, radiation treatment, CT intravenous pyelogram.